Event description:
(B)(4): customer reports via phone that during a retrograde cystogram with stent placement, on a female (age unk), the system fluoro monitor failed. Physician used the control monitor for viewing of fluoro images and procedure was completed without incident. No reported injury.

Manufacturer narrative:
Field service engineer (fse) investigated complaint and found the table x-ray monitor did have a video display, but the signal from the infirmed computer to the monitor had failed. Fse troubleshot this to a bad connection, repaired the connection and the issue was resolved. Fse completed system checkout per service checklist qssrwi4.1 and returned the unit to customer for full service.